Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the longer of the two spikes has fractured at its base. The fractured part was not returned. The device has a potential field age of approximately 10.9 years. A radius was added at the base of the spikes in 2002 to help prevent this failure from occurring. This device was manufactured prior to the effectivity of this change. Evaluation: review of the device history records did not find any deviations or anomalies. Hardness was tested and found to be within specification.

Event description:
It is reported that the spike broke off upon impacting into the tibia.